Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the handle was placed on a rpa charger running software to charge. Functionally, after a few minutes, the charging light-emitting diode (led) changed from flashing green to flashing red. The handle was removed from the charger but did not initialize. The information stored directly on the battery integrated circuit was accessed using texas instruments bq gas gauge evaluation software. This showed that the voltage imbalance at rest (vimr) and cell over voltage (cov) bits were tripped, permanently disabling the battery. These would prevent the handle from charging. Analysis of the extracted battery data shows a difference between the cell voltages of at least 200 mv. The handle was opened up and both battery cells were found to be vented. It was noted that the handle was running software. The handle had 216 of 300 procedures remaining. Based on the evidence available the reported condition was confirmed. It was reported that during testing and maintenance, the power handle was not charging. All ports on the 4 bay charger were cleaned and verified as working prior to attempting to charge the unit, but the handle still did not charge. The reported issue was the most likely cause was traced to a component failure. The evaluation detected an unreported condition of powered stapling - damaged housing that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as in tended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing and maintenance, the power handle was not charging. All ports on the four-bay charger were cleaned and verified as working prior to attempting to charge the unit, but the handle still did not charge. There was no patient involved. Medtronic's initial evaluation of the incident device found that when the handle was opened up and both battery cells were found to be vented.